Manufacturer narrative:
The insulin pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
It was reported that the insulin pump alarm was damaged at the battery compartment. It was also mentioned that there was a piece of plastic missing. Blood glucose level was unknown at the time of the incident. There was no troubleshooting performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.